Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team.

Event description:
Patient experience report involving the aspira® product family included a report involving a male patient aged 18 years or older experienced slow to no drainage in the catheter. The catheter was located in the abdomen for drainage.

Manufacturer narrative:
Merit medical received a patient experience report involving the aspira catheter. The patient reported that fluid drained slowly or not at all from a catheter located in the abdomen. No injury, serious injury, or medical intervention was reported. The event was initially submitted as a malfunction report. Upon further review and rerunning the FDA reportability decision tree, merit medical determined that the reported issue would not cause or contribute to death or serious injury if the event were to recur. If slow or no drainage were to recur, the situation could be mitigated by repositioning, ensuring the drainage line and catheter are securely connected and not kinked, using a new drainage kit when appropriate, or contacting the healthcare provider for further instruction. Based on this reassessment, the event does not meet the reporting criteria under 21 cfr 803 because there was no death, serious injury, or reportable malfunction. Merit medical requests that this supplemental report supersede the initial submission and that the original MDR be considered non-reportable.

Event description:
No injury was reported. Supplemental report submitted to correct the initial report after reassessment determined the event is not reportable under 21 cfr part 803.